Event description:
It was reported that a patient underwent a primary breast augmentation procedure with saline breast prosthesis that deflated post implantation. Deflation of the right breast prosthesis was diagnosed via a physical exam. As a result, the patient underwent explantation on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).